Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set was leaking. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed which observed a small cut in the tube. The reported condition was verified. The cause of the cut was due to a material related issue during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.